Event description:
Reporter had a "near hit' with the two syringes. The color coding and the very small size of the lettering "u-100 insulin syringe" led to the nurse picking a tuberculin syringe to draw up insulin instead of the proper insulin syringe. It was noted under the standard double check and not administered to the pt. Facility has relocated syringe storage on nursing units and is looking into purchasing a different brand of insulin syringe.